Event description:
Reporter indicated that pt's ncp system was explanted due to staph infection in both the pulse generator/pocket and bipolar lead/cervical areas. The infection was treated with antibiotics, I&d, and explant of both the lead and generator. The pt is developmentally delayed and had reportedly irritated/scratched at the incision site. Blood cultures and swab cultures were both positive for staph. The pt is also implanted with a baclofen pump (implant date unk), but had reportedly not undergone any other surgical or dental procedures or invasive monitoring either three months before or after vns implant. The infection is reportedly resolved and the physician plans to re-implant the pt with a new ncp system. Attempts to obtain additional info has been unsuccessul to date.